Event description:
The reported complaint is unk. No further details were forthcoming. Reportedly, there were no pt complication or injuries.

Manufacturer narrative:
The device was not returned for evaluation.